Event description:
Revision surgery - patient was admitted for revision of right total knee, secondary to pain and decreased range of motion due to loose joint (joint laxity). Complaint received via a medwatch form from the hospital.